Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. During unpacking of a 32 x 2.50 promus premier(tm) drug-eluting stent, it was noted that the stent was not on the balloon and was totally damaged. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent detached from the balloon and was returned for analysis on the product mandrel. A visual examination of the stent found the stent severely damaged with struts along the entire length of the stent apart from the first 3 rows on one side distorted, lifted from the stent profile and stretched. The maximum crimped stent profile was measured. The product stent protector was returned for analysis with the device and the inner diameter was measured. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones & balloon body were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident across the length of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. During unpacking of a 32 x 2.50 promus premier¿ drug-eluting stent, it was noted that the stent was not on the balloon and was totally damaged. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.